Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error and motor position encoder error during an infusion set change. The patient's blood glucose at the time of incident is unknown. No significant events were recalled that led to the alarms. The pump had not been bumped or dropped. There was no magnetic field exposure either. The insulin pump is out of warranty so the pump was not returned. A loaner pump was sent to the customer.